Event description:
It was reported that after a open rectosigmoidectomy procedure, during the night, patient presented bleeding. The patient was reoperated and sent to ICU. The distributor reported that patient is fine. The medical team could not inform if the bleeding was caused by failure of some of the products used or by failed in the surgical technique.

Manufacturer narrative:
(B)(4). Additional information received: the medical team could not inform if the bleeding was caused by failure of some of the products or by some failure in the surgical technique.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: was the procedure open or laparoscopic? Was the site of the bleeding identified? Was the bleeding intraperitoneal or intra-luminal? Were any issues noted with staple formation? What devices were used at the site of the bleeding? What procedure was performed in the reoperation and how was the bleeding controlled? Please confirm that the devices will be returned.

Manufacturer narrative:
(B)(4). Additional information received: was the procedure open or laparoscopic? Laparoscopic. Was the site of the bleeding identified? Yes. It was identified in the suture, in the stapling line. Was the bleeding intraperitoneal or intra-luminal? Intra-luminal. Were any issues noted with staple formation? No. What devices were used at the site of the bleeding? Stapler. What procedure was performed in the reoperation? The rectum was washed with saline and the suture was revised. The patient was under general anesthesia. How was the bleeding controlled? They used a product called gefoam. Please confirm that the devices will be returned. Yes. Additional information requested:: which stapler was used on the suture line that had the bleeding?